Event description:
It was reported that a person using the ilet experienced hyperglycemia after missing a lunch meal announcement and forgetting to swipe to deliver insulin, with a highest continuous glucose monitor (cgm) reading of 323 mg/dl and a separate glucometer value of 263 mg/dl, while using a teflon infusion set on the abdomen and a libre 3+ cgm. Symptoms included elevated blood glucose without reported acute complications. Outcomes included self-correction using the system¿s correction dosing with glucose values trending back toward range and no hospitalization. Investigation included customer care troubleshooting and education regarding missed meal announcements and appropriate use of the device. Investigation of this case revealed user-related use error leading to under delivery of meal insulin, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user error related to a missed meal announcement.

Manufacturer narrative:
Initial